Event description:
It was reported that the pump screen unexpectedly went blank and the led was not blinking, requiring the pump to be plugged into a power source to turn back on. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer on the necessary steps to restart and manage the pump, such as manually restarting cgm sessions and reloading the cartridge. They also advised on battery best practices, which the customer understood and acknowledged.